Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address, fax number and first/given name unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device remains implanted.

Event description:
It was reported that the internal implant threads were damaged during a clinical procedure and the doctor is requesting a tap tool to rethread. The implant is well seated at this time.